Event description:
It was reported that a patient with a left renal stone, non-visible hematuria, and a narrow calyceal opening underwent flexible ureteroscopy and laser lithotripsy. It was also noted that post-operatively, hematuria persisted for one week and was noted again at the time of stent removal but has been slowly settling. It was determined that these events were non-serious, was probably related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with a left renal stone, non-visible hematuria, and a narrow calyceal opening underwent flexible ureteroscopy and laser lithotripsy. It was also noted that post-operatively, hematuria persisted for one week and was noted again at the time of stent removal but has been slowly settling. It was determined that these events were non-serious, was probably related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.